Event description:
Put several drops of solution as part of routine for putting in contact lenses, nothing immediate pain in the left eye. Chemical conjunctivitis resulted. Product smelled like bleach to pt & to observer, the reporter. Product had ph of greater than 8.4 by testing, thus very alkaline & c/w bleach.